Event description:
During a remote follow-up, one measurement of high defibrillation impedance was observed on the right ventricular (rv) lead. No additional high defibrillation impedance measurements were observed via remote transmissions and no intervention has been performed to resolve the event. The patient was in stable condition and will continue to be monitored.